Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices, using the pre-close technique, via an 8f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, one proglide device was successfully pre-placed. A second proglide device was attempted; however, a cuff miss occurred. An attempt was made with a third proglide device; however, a cuff miss also occurred. The sheath was upsized to a 16f. The evar was completed. A cut down was performed to see what may have caused the cuff misses. During the cut down it was noted that scar tissue and a "little bit" of calcification were visible. Hemostasis was achieved with surgical suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.